Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system. Upon review, technical services (ts) discussed that the patient appeared to be in an accelerated junctional rhythm and the device was competing with the patient's ventricular rate. At times, atrial pacing was provided on top of it, and paced on the t-wave. Other times, there was conduction. Ts was not convinced there was actual ventricular conduction post atrial pace, thus it was unclear whether there was atrial capture. Diagnostics and sensing were fine. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.